Event description:
Within a 4 week span, rptrs had 4 separate incidences where a pt presented with acute colitis 24-48 hrs post colonoscopy. Each pt had same symptoms of left sided abdominal pain, chills, bloody stool, each requiring hospitalization for IV fluids and observation. On each pt a pediatric 160 scope was used. Although the staff follows all MFR guidelines for cleaning the scopes, rptr's question whether there is some internal defect making it difficult to remove all of the cidex residue. Olympus rep states that this should not be true. All details have been reviewed with the scopes and the affected pts and the scopes are the most common factor on each.